Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, several attempts to get the morphology template failed. Device was right-side implanted. Decrease in lead impedance was also noted. Lead positioning issue was suspected. Chest x-ray and fluoroscopy was recommended. Programming changes were made and physician elected to monitor the patient through remote. Patient was stable with no adverse events due to this issue.